Event description:
Healthcare professional reported left side exchange from textured to smooth due to the patient's concern with the product. Healthcare professional additionally reported "hole, non-specific". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to the patient's concern with the product. Healthcare professional additionally reported "hole, non-specific". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed as surgical damage. Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.